Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing pain at the implant site and stated that the ipg site had always been sore and did not heal correctly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the implant site and stated that the ipg site had always been sore and did not heal correctly. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the implant site and stated that the ipg site had always been sore and did not heal correctly. The patient will undergo an explant procedure.